Event description:
It was reported that the customer's batteries were not lasting long in his insulin pump. The customer stated that the settings were erased and that the screen went blank. At the time of the call, the customer stated that the insulin pump was working fine. The customer's blood glucose was 195 mg/dl. The customer stated that there was a leak at the snap cap of the reservoir. The customer did not notice any fluid in the battery compartment, reservoir compartment or under the lcd display. The customer stated that all the components were present and that there were not cracks or splits. Advised that a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.